Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse inspected the ion system and was unable to replicate the customer reported failure mode. The system was inspected in accordance with isi procedures and the system was noted to be operating within isi specifications. As of 22-dec-2022, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). Per the fae, state logs were reviewed to determine when capacitive touch sensing (¿captouch¿) was activated (by a conductive object like a finger) in comparison with logged movement of the motion control console (mcc) trackball. State logs show that captouch was activated multiple times and trackball motion was detected during captouch activation repeatedly over a few seconds, which resulted in commanded positions of the catheter tip. The state logs also show that the actual pitch and yaw position tracked with the commanded pitch and yaw position. When captouch was active, positive trackball velocity was sensed (input) and the catheter pitch and yaw changed accordingly (output). When captouch was not active, the trackball velocity dropped near zero and the position of the catheter tip stayed the same. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the catheter allegedly turned inward without any user interaction. The patient experienced bleeding requiring medical intervention.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the catheter turned inward according to the initial reporter. The lesion biopsied was in the right lower lobe by the diaphragm. The physician took one pass with the needle and then stepped away to the back of the room to review the cytology findings with pathology; when the physician returned to the room, it was noted the catheter had allegedly moved on it's own and turned inward. The catheter went from no tip bend radius to a 9 mm tip bend radius. Per the staff, the cart or controller was not touched when the physician left the room. There was some minor bleeding observed, but the physician was unsure if the catheter caused the bleeding. Per the physician, the patient is fine. The physician straightened out the catheter and completed the procedure with no other issues. Per the physician no "serious injury occurred," there was no massive bleeding, pneumothorax, or airway tear, but some bleeding did occur and was visible once the catheter was repositioned within the airway. The physician reported that the device was inspected prior to use - the bronchoscopy technicians run the recommended standard tests on the robotic bronchoscope prior to each use. The physician believed that the ion device caused or contributed to the bleeding because "the catheter quickly moved in the complete opposite direction from where it was originally positioned without any specific guidance from visualization of the airways or manual manipulation and tactile feedback." This occurrence caused airway trauma, which led to bleeding. No significant bleeding had occurred prior to this time, only minor oozing of blood. The physician also noted, "clotted blood was visible in the more proximal airways after catheter removal, therefore it is unlikely this was biopsy related bleeding given the distal location of lung mass biopsy." The approximate blood loss was 15-20ml. Medical intervention performed to stop the bleeding included tamponade with the robotic catheter in place (primary intervention) and topical cold saline. Topical tranexamic acid was also administered near the end of the procedure prior to catheter removal as a prophylactic measure given the extent of visible blood on the biopsy tools and within the catheter itself. The physician believes some bleeding is not uncommon during lung biopsy procedures (robotic, regular fluoroscopy guided, etc.) But had no reason to believe the patient would experience this extent of bleeding during the robotic bronchoscopy procedure. The physician reported that a needle biopsy of a lesion in the right lower lobe was performed and then the needle was handed to the bronchoscopy technician so that a slide with the specimen could be made. The catheter was in proper position within the nodule during this time, oriented toward the inferior portion of the patient. The physician watched the slide being made and upon completion, the physician went to the back of the room to review the cytology findings with the pathologist. When the physician returned to take a second tbna sample, the physician checked the fluoroscopy and needle position prior to biopsy and saw that the ion catheter was facing the complete opposite direction from intended; the catheter was then oriented toward the superior aspect of the patient. The physician asked the anesthesia team to confirm that the patient was completely paralyzed and they did. The physician also confirmed no one touched the robotic controls while the cytology was being reviewed. The catheter was in such an extreme position compared to its prior position that movement of the catheter from the controller is unlikely to have occurred even by accidental touch. The physician reviewed a video recording of the procedure after the case and observed that the catheter quickly moved into the unintended position. Per the physician, because the robotic bronchoscopy is used almost daily in the site's procedure area, the system is available for return. The physician was unsure if the robotic catheter was available for return for evaluation.